Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint . Failure analysis found the primary failure of instrument conductor wire-bipolar damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There was no missing piece of insulation, the insulation was lifted-off and still attached. The instrument passed electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had broken insulation in the cable jaw. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however site was not able to provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged insulation, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.